Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform occlusion, prime/compromised force sensor system, and excessive no delivery test due to compromised force sensor system alarm. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced a high blood glucose level. The customer treated their blood glucose with a bolus but that did not bring it down. Customer's blood glucose level was not reported. The customer was advised that the device would be replaced and agreed to return the product for analysis.